Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant as the helix was no longer extended or protruded upon screwing into the myocardium several times. Also, the patient with this rv lead experienced infection. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.